Event description:
Pt treated for wart in center of hand (it is unknown who applied treatment). Family member describes incident as: "as soon as applicator touched wart, liquid started to spread up pt's arm until another family member stopped flow. Spread about six inches down the arm. It was burning at the time (frozen) skin turned bluish gray and very cold to the touch." Medical attention was sought. Reports third degree burn.